Event description:
During an attempted implant, the pt was induced into vf. The ICD detected the arrhythmia, dischaged and converted the pt. After the discharge, no comm with the ICD could be established.

Manufacturer narrative:
H.3 evaluation summarythe device did have communications difficulties when it was received. It is thought that the communication difficulties were caused by low battery voltage. Once the device subassembly (sfa) was powered up using a power source of voltage in the normal operating range of a battery, the device functioned properly. It is believed that the device latched-up electrically causing communication difficulties and a higher than normal ldd current, which depleted the battery. The cause of the latch-up was not determined. Once the device was re-powered it had normal functionality.